Event description:
Per the clinic, the patient experienced an infection around the implant site. The patient was explanted (B)(6), 2012. Reimplantation is planned but had not taken place at the time of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).a cover letter was provided to the agency regarding this event.

Manufacturer narrative:
This report is filed (B)(4) 2012.